Event description:
It was reported that the system 9800 would not initialize and displayed "communication failure". There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
It was reported that the operator twisted the system interconnect cable and the system was able to initialize. It was determined that the cable is defective and the customer will have it replaced at their earliest convenience.